Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefepime (intravenous, dose, frequency and duration were not reported) for peritonitis. Four days after the event onset, the patient's catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has recovered from the peritonitis event. No additional information is available.